Manufacturer narrative:
An exchange was attempted to switch from the iris to the mlc. An external interlock (couch out of bounds) was triggered when the robot was approximately 5mm from the pickup position and the interlock immediately stopped robot motion and the engagement of pneumatics which resulted in partial engagement of the mlc. The user manually drove the robot to the perch position and the customer was about to begin a manual exchange when the mlc was dropped. There was no patient or user injury. An anomaly was logged as a result of this issue and a fix is being I investigated.

Event description:
A mlc (multi-leaf collimator) fell to the ground after an exchange from iris to mlc.